Event description:
It is reported that the device was implanted in (B)(6) 2007 and that it has loosened and dislodged.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
No devices and photos were received; therefore the condition of the components is unknown. Review of the revision op-notes confirms that the patient underwent a right total knee revision of all components due to aseptic loosening. Per the surgical notes, during surgery it was noted that there was loosening of the distal femoral component. All the components were removed without significant bone loss. Nexgen lps knee package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is now known that the patient was revised.

Manufacturer narrative:
Manufacturing documentation was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification. The new information provided gives no definitive indications of a root cause.